Manufacturer narrative:
Section d4: correction. Section g4: correction. Manufacturer's investigation conclusion: the report of outflow graft compression could not be confirmed through this evaluation as the device is not available for analysis and no images showing the compression were provided. It was reported that the patient underwent a heart transplant on (b)(2019. Information provided indicated that the patient was found to have outflow graft compression by having exudate plasma and fibrin which physically narrowed the graft pathway over the vad course. No alarms were reported in association with the event. The patient was reportedly in heart failure condition over the last few months of support and was listed as status 2 for heart transplant. The account reported that the device would not be returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent transplant. Patient was found to have outflow graft compression by having exudate plasma and fibrin which physically narrowed the graft pathway. Patient was in heart failure condition over the last few months. The patient was approved for status 2 for heart transplant listing status. The device will not be returned for evaluation.